Event description:
Patient presented with a proximal femur fracture was originally implanted with competitors nail on an unspecified date. Reportedly in (B)(6) 2012 (unspecified date). The patient was returned to the o.r for removal of competitors hardware due to nonunion. Patient was revised with synthes 4.5mm lcp proximal femur plate and screw construct. On (B)(6) 2013, the patient was returned to the o.r for a second revision surgery due to nonunion. It was noted on an x-ray taken on an unspecified date that the proximal femur plate and screw construct came apart. Reportedly on the proximal portion of the plate at the first three screw holes, the first and third screws of the plate were broken and the middle (second hole) screw was bent. It was reported the proximal femur plate was intact. Surgeon removed the plate and screws and revised the patient with synthes dcs plate and screw construct. This is 1 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from received questionnaire.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient was returned to the o.r in (B)(6) 2012 (unspecified date) for the first revision surgery and patient was revised with synthes plate and screws. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.